Manufacturer narrative:
Loose internal connections on power plug.

Event description:
It was reported by service report that the bed alarm is not working and intermittent power to the bed. It is unk if there was pt involvement, however, no adverse consequences are reported.